Manufacturer narrative:
Evaluation results: one pneupac ventilator was received in good condition. The technician functionally tested the device for a period of 4.5 hours. During testing, the frequency, tidal volume, air mix, and relief alarm pressure were occasionally changed. The peep and CPAP functions were also checked. During the test, the technician noticed that the cycle function required calibration. The device passed all functional tests after the calibration was performed. The product problem reported by the customer could not be verified.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was just in for service, but "is not working". No adverse effects were reported.